Event description:
The company was informed that the patient began to experience tinnitus and vertigo. The recipient was prescribed gabapentin and steroids. All symptoms have reportedly been resolved.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section a.1, a.2, a.3, d.1, d.4, d.6a, d.6b, h.4, h.10. Corrected information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's tinnitus and vertigo have reportedly resolved. The recipient was successfully activated. The recipient will be followed per center protocol. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.